Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5,1 fs or vitros gent reagent lot 1512-06-9046 malfunctioned. The customer was found to be following the manufacturer's recommendations for both vitros gent reagent pack and quality control fluid handling. However, the customer was unable to confirm the exact fluid handling during the timeframe of the event. The customer has received additional vitros gent reagent lot 1512-06-9046 and observed acceptable performance. The root cause of the positively biased quality control results is unknown, however, user error, the vial of quality control fluid in use at the time of the event, and the shipment/customer handling of the vitros gent reagent in use at the time of the event cannot be ruled out.

Event description:
The customer observed positively biased quality control results processed using vitros gent reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for gent during the event. There was no report of patient harm as a result of this event. (B)(4).